Event description:
An olympus field service engineer reported on behalf of a customer, the evis lucera elite bronchovideoscope switch 4 did not work (able to work from keyboard). The event occurred during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the coating on the connecting tube was peeling off.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of switch 4 not working was not confirmed. In addition to evaluation in b5, the bend angle in the up direction did not meet the standard due to wear of the angle wire. The control unit was contaminated by water leakage. Noise was being generated in the image due to deformation of the plug. The plug unit was not waterproof due to deformation. The channel tube was not waterproof due to breakage. The universal cord was wrinkled. The distal end was worn out. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of stress to the insertion section, such as the following: ·physical stress on the insertion section by rubbing, hitting, etc. ·chemical stress by conducting reprocessing not recommended in IFU (reprocessing manual). ·stress by poor storage environment. (In direct sunlight, at high temperatures, under high humidity, exposed to x-rays and/or ultraviolet rays, etc.) The operation manual provides the following regarding external stress to insertion section: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the reprocessing manual provides the following warning reprocessing not recommended: ¿1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.¿ the reprocessing manual provides the following regarding storage of endoscope in poor environments: ¿·store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ·to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ·to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ·do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm (centimeters). Such improper storage may damage the endoscope.¿ olympus will continue to monitor field performance for this device.